Event description:
It was reported that during routine testing, it was observed that the motor device was overheating and did not have enough power. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was running at low rotations per minute (rpm's). It was determined that this was due to damaged electrical components inside the motor. It was determined that this was indicative of not following the emersion/ sterilization procedures properly. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.